Event description:
It was reported that there was no stimulation sensation. The stimulator was no longer working and this was noticed about 9 months prior to this report. Stimulation would not turn on anymore. There was also a burning sensation. This occurred right below the stimulator and down the patient¿s leg. This was noticed a couple weeks prior to this report. No falls or trauma had occurred. It was noted that the patient was looking for a new healthcare provider (hcp). Follow-up found that the patient had not yet seen an hcp or a manufacturer representative. The patient¿s physician had recommended having the device removed and not replaced since the patient no longer had regional pain syndrome (rsd). The leads would be left in place in case the patient ever needed a new device. The patient hadn¿t felt stimulation in a while but hadn¿t really needed it. No appointment date or time had been set and the patient was still waiting for insurance approval. No further follow-up was required as all known information had been provided and no explant date had been made.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 3587a, lot# lb7787a, implanted: (B)(6) 2003, product type: lead. (B)(4).